Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the forceps elevator had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material was removed because the reprocessing of the device was not conducted properly, and a leak occurred from the a-rubber(bending section cover or distal sheath). However, a definitive root cause of the event could not be identified. The instruction manual states the detection method associated with the event in "operation manual chapter 3 preparation and inspection", and preventative measures in "reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.